Event description:
It was reported that the device was shedding metal shavings while surgery was being performed inside the patient's knee.

Manufacturer narrative:
No evaluation could be conducted on the device as it was not returned. A follow-up report will be sent if the device is received.